Event description:
The customer reported that the t:slim x2 pump battery was not charging and the pump screen would not turn on. There was no adverse impact to the customer¿s blood glucose level, which remained within a normal range. Reportedly, customer reverted to manual injections for insulin therapy.